Manufacturer narrative:
Exact date unknown, event occurred years ago from the aware date. Explant date: years ago from the aware date.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.